Manufacturer narrative:
.

Event description:
No blood glucose levels reported. It was reported that the customer had a broken insulin pump. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.